Event description:
Received info the pt is complaining of no stimulation sensation. Pt is a nurse and was caring for her pt who has an ICD and she was touching the pt and felt a surging and since this incident, her stimulation has not worked correctly. Stimulation is in the wrong location and movement causes stimulation changes. Palpitating does not cause stimulation changes. Impedances are normal. Medtronic pt services recommended an x-ray of the lead and or extension area. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).